Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 263mg/dl. Troubleshooting was performed. The settings, histories, and totals were correct. The amount of insulin in the reservoir matched with the amount on the status screen. The customer stated that he might have overbolused for high blood glucose the day before. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.